Event description:
It was reported that patient had minimally invasive tlif at l5-s1 using peek device/infuse bone graft/allograft bone/autograft bone supplemented with posterior fixation. A dural leak was found near origin of the s1 nerve root which was repaired with suture. On pod 5 had near complete foot drop and plantar weakness. MRI and CT results were both completely normal, with no hematoma or bone in canal. Current patient status is unknown. It is unknown if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.